Event description:
The evercross balloon was used to expand the brachial artery pre-stent, distal to another stent. The physician pulled the balloon back and the evercross became caught (possibly on a stent strut), which dissected the balloon. Some of the balloon was successfully removed with a snare, and the rest was removed via an open surgery procedure.

Manufacturer narrative:
A review of the manufacture records for this device have been reviewed. Additional information has been requested. Should it become available a supplemental report will be submitted.